Event description:
The device was used during a procedure on the lung. Reportedly, after the specimen was placed into the device, the bag broke causing the specimen to fall into the cavity. The surgeon increased the incision to 6" in order to retrieve the specimen. The hosp has reported the pt's condition is satisfactory.